Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis does not inflate.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within an area of confined abrasion in the reservoir inlet tube near the strain relief. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted in all tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all strain relief of the pump. No functional abnormalities were noted with the pump. No visual or functional abnormalities were noted with the cylinders. Based on quality's examination, quality concluded the inlet tube of the reservoir was most likely kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3375241.